Event description:
Adverse event(s): "no patient involvement" (no patient involvement). Product problem(s): "system message displayed" (device displays error message). The nurse reported the system is not accepting the cassettes during set up. The system was restarted and a system message displayed. The system was restarted again and the same results occurred. The customer switched out the system to proceed with the case. The case was delayed about 5 minutes when switching out the system. No pt involvement.

Manufacturer narrative:
The company service rep examined the sys and confirmed the problem reported. The sys message was confirmed. The pcb was replaced and disposed of. The sys was then tested and met all product specs. (B)(4).